Manufacturer narrative:
Based on additional information obtained from failure analysis investigation, the tube reinforcement ring broke off from the main tube is likely due to misuse/ mishandling. The scratch marks on the main tube and tube extension indicate that the reinforcement ring likely got damaged during tip cover removal or inadvertent collisions, eventually causing it to break apart from the main tube. There was no allegation of injury or harm to the patient. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on the additional failure analysis investigation information, this MDR report is being retracted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed investigation. Per the customer reported complaint, failure analysis investigation found the tube reinforcement ring was found to be missing from the distal end of the instrument. The scratch marks on the main tube and tube extension indicate the reinforcement ring likely got damaged during tip cover removal or inadvertent collisions, eventually causing it to break apart form the main tube. The tube reinforcement ring was not returned with the instrument.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported because the black ring on the monopolar curved scissors instrument broke and fell into the patient cavity. The broken piece was retrieved with a grasper during the same procedure and there was no report of patient injury/ harm.

Event description:
It was reported that during a da vinci nephrectomy procedure, the black ring at the end of the monopolar curved scissors instrument broke off and fell into the patient. On (B)(6) 2015, intuitive surgical, inc. (Isi) obtained additional information from the customer. The instrument was inspected before use and there was no report of instrument collision. The instrument was in use for about 3 hours. When the instrument was removed from the patient, the black ring was discovered missing. The surgeon did not see the black ring break off from the instrument but was able to locate the ring and remove it from the patient cavity. The broken piece was retrieved with a grasper during the same procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.